Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 13 in the mouth, there was no primary stability in type ii bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 13 in the mouth, there was no primary stability in type ii bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).